Manufacturer narrative:
Correction to event description: the device is a 2090 model programmer, and not an external pulse generator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : analysis revealed stylus and cursor do not align on screen. Re-seated connection between overlay and xy board. Stylus is missing. Replaced and calibrated stylus. Handle covers are cracked. Replaced handle covers. Reconfigured hard drive, reloaded, and updated software. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned with no information, and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.